Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8110 failing preventative maintenance for the force sensor test, but passes after calibrating. Case resolution: customer states they have had to calibrate three 8110's in a row. However after they calibrate, the units pass. Customer asked if there was an issue with the software. Informed customer there are no issues, and calibration may be required. That is why we recommend performing the pm annually. Ended call.